Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose value of 46 mg/dl. The customer stated that for the last two weeks, the pump will go off low and actual blood glucose was 117 mg/dl. The customer stated that her sensor had incorrect readings. The customer stated that the pump went into threshold suspend. The insulin pump will not be returned for analysis.